Event description:
It was reported that the balloon did not deflate properly and as a result could not be removed through the sheath. Reportedly, there did not appear to be a lot a force applied to remove the device through the sheath. There was complete separation of the balloon from the catheter. Another balloon catheter was placed on the existing guidewire and the original device was removed from the guidewire. Nothing remained in the patient.

Manufacturer narrative:
The returned sample was evaluated. A lot number was not provided with the device and as a result a lot history review could not be conducted. Only the part number was known. The result of the internal investigation highlighted that the device did not have the inner tube of the catheter. It was clear that the balloon was separated at the proximal neck area of the balloon. The results of the visual and mechanical examinations could not identify why the balloon did not fully deflate. There were no similar complaints associated with this product. A definitive root cause could not be identified. The IFU states: proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.